Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The distal inner set up joint was analyzed. The error was confirmed having occurred in the field via system logs review but was not replicated during the in-house testing. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that arm 2 kept producing a recoverable error. The customer stated they recovered from the error but then it returns shortly. The customer disabled arm 2 on the patient side cart (psc) and continued the procedure as a three-arm configuration. The tse reviewed the logs and found several errors 32098 indicating a blmc error reported in distal set up joint 2. The tse recommended preforming a hard system restart if they needed all the arms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The nurse explained that the surgeon disabled the arm and continued on with the surgery as a 3-arm procedure. The procedure was completed robotically with 3 arms. The ports were placed prior to the issue being identified. The action taken to resolve the issue the customer included resetting drapes, repositioning the arms, recovering the faults, then calling da vinci technical support. The customer did not provide the patient's demographics.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the inner distal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the distal suj; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.